Event description:
It was reported via repair work order that the jack could not pump up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The jack could not pump up.

Event description:
It was reported via repair work order that the foot end jack was stuck. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.